Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: citation: journal of cardiovascular disease research, vol15, issue 02, 2024.

Event description:
Title: jejunal serosal patch repair as an alternative to omental patch repair for large peptic ulcer perforations. The aim of this randomised, prospective study was to compare omental patch repair with the jejunal serosal patch repair in treating such perforations. Between june 2022 and june 2023, a total fo 40 patients (32 male and 8 females; mean age was 50±5 years) with perforated peptic ulcer were included in the study. Group a (n=20) underwent omental patch repair using 2-0 silk sutures (unknown manufacturer), while in group b (n=20) underwent jejunal serosal patching by performing a loop of jejunum about 40¿60 cm from the ligament of treitz was selected and brought above the transverse colon and sutured to defect in serosa-to serosa fashion with a vicryl or silk suture (unknown manufacturer)preferably 2-0 in size taking bites at least 2¿3 cm away from defect site. Reported complications include - (n=?) Postoperative wound infections treatment: all of them recovered after conservative management - (n=?) Postoperative bile leak on 4th post-operative day treatment: he was managed conservatively in view of low output and complete resolution of leak was detected radiologically and clinically. In conclusion, large/giant perforations are rare but carry a significant high level of morbidity and mortality in relation to small perforations. Both techniques of repair discussed above were compared to prove the efficacy in terms of post-operative complications.